Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient's right ventricular (rv) lead and the left ventricular (lv) lead were capped for an unknown reason. The patient was stable. No other information was available.